Event description:
Venous needle pulled out of gray during treatment. 160 nvl was activated at time of incident, but machine did not alarm, as venous limits were not violated. Estimated blood loss: 200-300 cc. No apparent adverse effects to pt.